Manufacturer narrative:
Four months later, this patient received an upgraded competitive device and this pacemaker was removed from service. The device was not returned for testing. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to cardiac arrest. System evaluation noted erratic pacing spikes and strips revealed intermittent ventricular loss of capture and occasional ventricular undersensing. A review of the stored data revealed ventricular tachycardia (vt) and ventricular fibrillation (vf) which correlated with the date of the cardiac arrest. Additionally, tachycardia detections go back to (B)(6) 2010. However, the patient denied symptoms, except for one occasion of feeling lightheaded. Daily ventricular lead threshold measurements were stable until the day of the event and impedance had decreased to 480 ohms from a daily average of 590-660 ohms.

Manufacturer narrative:
Device reprogramming was performed to address the reported clinical observations. This patient will be followed by his physician. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.